Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had no power and would not turn on, resulting in complete system downtime. The field service engineer (fse) diagnosed the issue and replaced the drawer control board. The drawer was tested successfully, and the customer confirmed that functionality was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit experienced a complete loss of power. The device is offline in rss and will not power on. The system is completely non-functional at this time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.